Event description:
Surgical intervention occurred on (B)(6) 2025 wherein the lead was repositioned. Effective therapy was established post-operative.

Event description:
It was reported the patients left side lead has migrated following a fall resulting ineffective stim. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.